Event description:
I used super poli-grip, fixodent control, and sea-bond from approximately (B)(6) 2001 until still using. While I was using these products, I began experiencing numbness and tingling in my extremities. In (B)(6) 2009 I was diagnosed with neuropathy. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B)(6) 2001 -- present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.